Event description:
The following information was provided: as per pss implant request: peri prosthetic fx around right kotz dfr and proximal tibia. Need to change to gmrs dfr and gmrs proximal tibia need custom cementless stems for dfr.